Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw would not lock into the mating plate during installation within surgery. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned screw was evaluated. There were indications of normal usage, but no signs of damage. The screw was functionally tested with an inserter and plate. The screw assembled as expected with the inserter and locked into place within the plate as expected. No failures were detected. There were no indications of manufacturing issues found which would have contributed to this event.